Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in an adult female patient who had essure (batch no. 20227514 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2000 to 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and proctalgia ("pain in rectal area"). The patient was treated with surgery (to remove the essure / hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, vulvovaginal pain and proctalgia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, proctalgia, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in an adult female patient who had essure (batch no. 20227514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2000 to 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and proctalgia ("pain in rectal area"). The patient was treated with surgery (to remove the essure / hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the perforation, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain lower, vulvovaginal pain and proctalgia outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, perforation, proctalgia, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received: new event 'abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), lower abdominal pain, vaginal pain, pain in rectal area' were added. Lot number was added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed in 2014. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.